Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the balloon on the 26mm commander delivery system burst at the end of full deployment, and blood was observed in the syringe. Upon removal of the delivery system, resistance was met, and the delivery system was stuck when it reached the esheath+ distal tip, so the devices were removed as a unit. Once removed, a radial balloon rupture was noted at the proximal portion, and the esheath+ liner was delaminated due to pulling of the delivery system balloon into sheath. Per report, a dissection of the right femoral artery was noted upon removal. The team inserted a dryseal sheath. They were able to cinch the 2 perclose down, and place another perclose with success. There was a right femoral dissection noted with final picture with good flow throughout.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was noted: the patient's right access vessel showed the presence of tortuosity and calcification. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non coaxial alignment, patient factors, and/or excessive manipulation. In addition, c marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event for liner delamination has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (withdrawal of altered balloon profile, non coaxial alignment due to patient factors, device manipulation) likely contributed to the complaint event. Additionally, 3mensio imagery revealed the presence of patient factors. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Non coaxial alignment between the devices can also lead to the delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.